Manufacturer narrative:
The handpiece was received at the manufacturer for testing. An eval was conducted and the complaint was confirmed. The likely cause was the rotor rubbing. The rotor, nose cone and bearings were replaced.

Event description:
It was reported that the handpiece overheated during testing. This did not occur during any surgical or medical procedure, so there was no pt involvement. There were no adverse consequences reported.